Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: bloodlines pulling air in close to the venous chamber.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) samples were provided for evaluation. The returned samples underwent visual inspection, and no visual defects were identified. The samples were subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Based on the investigation findings, the samples met internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.